Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping/scrolling on their own noted. Device was received with cracked case at display window corner, battery tube threads and minor scratched display window. (B)(4).

Event description:
Customer's mother reported via phone call that the numbers on the screen started scrolling when trying to deliver a bolus and the insulin pump alarmed button error. Blood glucose value was in the 260 mg/dl range. No significant events leading to the keypad issue. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.